Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the distal superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7), an indigo system separator 7 (sep7), and a guidewire. During the procedure, the physician successfully completed two passes in the target vessel using the cat7 and sep7. While advancing the sep7 through the cat7 during the third pass, the physician experienced resistance and was unable to advance the sep7 past the proximal one third of the cat7 near the hub. Subsequently, the physician removed the sep7 and attempted to advance the guidewire through the cat7 into the target vessel to keep access; however, the guidewire was unable to be re-advanced through the cat7. Therefore, the physician retracted the cat7 slowly from the patient using fluoroscopy. Upon removal of the cat7, the physician broke the cat7 at the proximal end. It was reported that the cat7 was removed intact; however, the catheter became twisted, and the inner braiding of catheter became exposed. The procedure was completed using a new cat7 and the same sep7 and guidewire. There was no report of an adverse effect to the patient.